Event description:
It was reported that the epiq ultrasound system displayed a diagnostic error message during use, prompting the user to call philips for support. No patient or user was harmed as a result of the issue. The site¿s biomedical engineer later reported the staff would have switched transducers and/or possibly exchanged out the system to complete the exam. Newly obtained information indicates that a watchman cardiac procedure did take place on the date of occurrence. However, it could not be confirmed if the error message occurred during this specific watchman procedure. Given this uncertainty, we are submitting this report out of an abundance of caution. The field service engineer cleaned the acquisition module ports to resolve the issue. Given the issue was resolved following this action, it can be concluded the reported problem has been effectively addressed as debris or disinfectant fluid can cause this specific error. The system has returned to service with no similar issues reported.